Event description:
Pt underwent coronary artery bypass graft x3 for coronary artery disease. Post-op pt was in ICU on cardiac output monitoring. At approx 12:00am the cardiac index (ci) reading dropped from 2.1 to 1.7 over approx one minute. Despite pharmacological intervention with fluids and inotropes, there was no change in the co or ci results. Nurse observed the ci go down about every 10 secs. Cco monitor was sampling every 34 secs on the stat co screen but was only displaying measurements every 3rd or 4th sampling. Clinical picture was not consistent with the cco results. Cables were placed in another cco monitor which displayed what seemed clinically appropriate, co of 12.0 and ci of 6.0. The second cco monitor sampled at about 154 seconds as is typical.